Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 10-jan-2024. [Additional information]: on 10-jan-2024, additional information was received. Per the information, the date of the procedure was (B)(6) 2023. The intended procedure was ¿coiling + flow diverter.¿ the procedure was coil embolization of a supra-ophthalmic internal carotid artery aneurysm on the right with implantation of a flow diverter. The information indicated that there was no damage noted on the device packaging, ¿the packaging was completely intact.¿ a new cerebase was used to complete the procedure; the defect noted on the complaint device was detected before use. There was no procedure delay due to the reported issue. There was no negative patient impact. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section b.3: date of event: the date of the event is not known. Section e.1: the initial reporter phone was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The product analysis team reviewed the photo included in the complaint. The review is documented below. [Photo review]: one photo accompanied the complaint file. The photo shows the shaft of the cerebase fractured; the catheter appears to be in one piece, connected by the internal braid. The rest of the device is not observed in the photo and no further damages could be noted. A review of manufacturing documentation associated with this lot (31054234) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The reported issue was confirmed based on the shaft - strain relief separation observed. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that while unpacking the 90 cm cerebase straight distal access (da) guide sheath (gs9090sd / (B)(6)), it was noticed that the cerebase was already broken / kinked in the middle. The device could not be used. Another cerebase was used, ¿which was ok.¿ there was no report of any negative patient impact. A photo of the device was included in the complaint.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 90 cm cerebase straight distal access (da) guide sheath was received contained in the decontamination pouch. Visual inspection was performed. The catheter was received with a fracture of the vestamid shaft at approximately 17 cm distal to the ID band. The other joints in the distal region of the catheter were intact, without obvious separations. The fracture surfaces of the vestamid shaft show stretching and tearing of the shaft material at the edges of the fracture, indicating material elongation and tearing, as well as braid wire tearing from the polymer topcoat. The braid wire appears to be well integrated into the polymer topcoat. A transverse cross-section was taken through l10 segment which shows extensive tearing of the polymer topcoat because of removing the braid wires. Additionally, the brownish flecks of material indicate torn polytetrafluoroethylene (ptfe) still adherent to the topcoat. Both the tearing of the topcoat and remnants of adherent ptfe indicate a good fuse of the catheter in the distal segment. Attempts were made to re-create the shaft cracking by rapidly kinking the catheter. A known failure mode of the cerebase is that the proximal shaft will crack on a properly fused catheter if you kink the catheter very rapidly (impulse loading). The proximal and distal sections of the vestamid shaft were kinked both slowly and rapidly. In every case where the catheter was kinked slowly, no cracking of the polymer topcoat occurred. When kinked rapidly, the catheter cracked every time. In one case the topcoat produced a small tear at the outside apex of the kink. Conclusion: this catheter exhibited cracking of the vestamid shaft material when kinked in an extremely rapid fashion (impulse loading). This is a known failure mode of the catheter and can occur on a properly fused catheter. The catheter appears properly fused because the transverse cross section of the l10 section shows good integration of the braid wire to the overlaying polymer topcoat and robust attachment of the ptfe layer to the topcoat. It is not related to the cold fuse condition seen on the distal crack complaints for which the field action was taken (curve ID 1001218). According to the complaint description ¿while unpacking the cerebase 90cm they noticed that the cerebase was already broken/kinked in the middle¿. The product was most likely cracked when removing the catheter from the packaging tube at an angle. The packaging tube is much more rigid than the catheter this action can cause this failure. We have had these types of failures intermittently since launch. A review of manufacturing documentation associated with this lot (31054234) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 01-feb-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.